Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing eval. Once the eval has been completed or if additional info is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the internal parts were damaged. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no additional info provided.